Event description:
It was reported that there was foreign material in sterile packaging.

Manufacturer narrative:
Alleged failure: there is dirt in a packaging. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be improper cleaning process, qc incoming, and in-process inspections, environmental conditions. The material was not removed during the cleaning process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in sterile packaging.